Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient turned their ins off for an egd on (B)(6) 2019 and when they turned it back on their adaptive stimulation did not turn back on with their stimulator- the adaptive stimulation turned off on its own. The patient was able to go into the adaptive stimulation tab under each group and turn it back on. The patient's programmer and adaptive stimulation were then working as they should. The issue was resolved. No further complications reported.